Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to channel blockage issues. In an effort to further investigate the potential root causes, we have initiated r-CAPA-25-0060. We will continue to track and trend channel blockage issues. This event is filed under internal complaint (B)(4).

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that there was difficulty of passing a laser fiber. No negative impact in state of health reported.